Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his insulin pump was delivering unprogrammed boluses and they were not recorded. The blood glucose at the beginning of the call was 69mg/dl and it was 127mg/dl at the end. Troubleshooting was performed. Attempted to review the bolus history and the customer stated hat he is laying and sleeping on the pillow, and there is a possibility that he accidentally did a button press. The drive support cap appears to be normal. Reviewed the programming and found that the last bolus was at 1:10am through the bolus wizard. The customer stated that sometimes he manually changes the basal rates to compensate for high blood glucose. The caller mentioned having stressful days, which may affect his blood glucose. No further information was provided.